Event description:
It was reported that an altitude alarm occurred with the pump. The customer's blood glucose level did not exceed 500 mg/dl as a result of the issue. Technical support provided tips to prevent future altitude alarms, and the customer was able to resume insulin delivery using the original cartridge without needing a replacement.